Event description:
It was reported that biomed stated that the arctic sun device was generating 0 flow. A check of the diagnostic showed that the circulation pump would not generate any pressure. They requested a quote for the 2000-hour service and a loaner. Nurse states they were trying to start therapy on a patient, but the device kept alarming low flow, water flow rate (wfr) was 0 l/min. Had nurse stop therapy, empty pads, and disconnect pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was 0pis, circulation pump command (cpc) was 100%, system hours were 4,672, and pump hours were 4,431. Informed nurse to send the device to biomed labelled no flow for a possible circulation pump failure. Informed nurse to swap to a new device for therapy and encouraged to call back with any issues. Per sample evaluation results on 05mar2024, it was reported that performed visual and inspection and determined that the ac cca card and power module has degraded due to electrical overstress.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Installed test circulation pump to fill. A check of the diagnostic showed that the circulation pump would not generate any pressure. Performed pm procedure. Performed visual and inspection and determined that the ac cca card and power module has degraded due to electrical overstress and will be replaced preventatively. Serviced mixing pump. Replaced heater, manifold o-rings, drain valves, tank tubing, coin cell, cca ca card. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Installed test circ pump to fill. A check of the diagnostic showed that the circulation pump would not generate any pressure. Performed pm procedure. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that biomed stated that the arctic sun device was generating 0 flow. A check of the diagnostic showed that the circulation pump would not generate any pressure. They requested a quote for the 2000-hour service and a loaner. Nurse states they were trying to start therapy on a patient, but the device kept alarming low flow, water flow rate (wfr) was 0 l/min. Had nurse stop therapy, empty pads, and disconnect pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was 0pis, circulation pump command (cpc) was 100%, system hours were 4,672, and pump hours were 4,431. Informed nurse to send the device to biomed labelled no flow for a possible circulation pump failure. Informed nurse to swap to a new device for therapy and encouraged to call back with any issues. Per sample evaluation results on 05mar2024, it was reported that performed visual and inspection and determined that the ac cca card and power module has degraded due to electrical overstress. Per follow up information received via phone on 13mar2024, it was reported that therapy was not completed with this device. The water would not circulate so the device was sent to biomed. The patient was a male between 60-70 years old.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed stated that the arctic sun device was generating 0 flow. A check of the diagnostic showed that the circulation pump would not generate any pressure. They requested a quote for the 2000-hour service and a loaner. Nurse states they were trying to start therapy on a patient, but the device kept alarming low flow, water flow rate (wfr) was 0 l/min. Had nurse stop therapy, empty pads, and disconnect pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was 0pis, circulation pump command (cpc) was 100%, system hours were 4,672, and pump hours were 4,431. Informed nurse to send the device to biomed labelled no flow for a possible circulation pump failure. Informed nurse to swap to a new device for therapy and encouraged to call back with any issues.